Event description:
The customer reported the device failed to discharge during testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device failed to discharge during testing. There was no pt involvement. The device was evaluated by a philips field service engineer and the therapy pca was found to be faulty. Replacement of the therapy pca resolved the reported symptom. The device passed all testing and was returned to service.